Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects of death and the relationship to the product if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient death could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. The reported patient death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (el2116034 revision a section 7.0) as a known patient effect(s) of coronary stenting procedures. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B2: date of death estimated. B3: date of event. D6a. Implant date estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects and malfunctions reported in the article(s) are captured under separate medwatch report(s). Literature attachment: article title: "impact of coronary artery tortuosity on outcomes following stenting with newer-generation drug-eluting stents. An analysis of the randomized bioflow trials".

Event description:
It was reported in a summary article the impact of the level of tortuosity of the coronary artery outcomes following stenting with drug-eluting stents (des). The xience des and a non-abbott des were in the bioflow ii, IV and v randomized trials. In post procedure 3 year follow-up adverse patient effect were noted to be myocardial infarction, ischemia, thrombosis and death. Additional information can be found in the summary article, "impact of coronary artery tortuosity on outcomes following stenting with newer-generation drug-eluting stents. An analysis of the randomized bioflow trials". No other information was provided.